Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, patient and procedural factors [preserved ejection fraction, severely calcified [bulky] native valve/leaflet/aortic root calcification, less than optimal image intensifier angle] appear to have caused or contributed to the valve¿s malposition. There is no indication this event was due to a malfunction of the valve or the retroflex 3 delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure the 26mm sapien valve was deployed too aortic causing paravalvular leak [pvl]. Per report, multiple bavs were performed due to "watermelon seeding" of the bav balloon. There was severe calcification of the annulus and native leaflets. The 26 mm sapien was deployed during rapid ventricular pacing with good capture. Contrast was not injected during valve deployment as the team felt the calcium that was visible fluoroscopically was a sufficient landmark. Post deployment angiography showed the valve was positioned approximately 90% aortic and there was moderate to severe pvl. Post dilation was performed without significant improvement of the pvl. A second valve was prepared and deployed with approximately 1 1/2 stent cells more ventricular than the original valve. Following deployment of the second valve, pvl improved to mild to moderate. The sheath was withdrawn and percutaneous closure was achieved. Per additional information received, the patient did well post tavr and discharge was planned. The sinuses were very spacious and uncompromised flow to the coronaries was verified both angiographically and by echo during the procedure. The native valve/leaflet calcification was bulky; aortic root calcification was severe; there was no ventricular septal hypertrophy. Coaxial alignment of the delivery system and the valve was described as good; the image intensifier angle was fair; there was no loss of pacing capture during valve deployment and ventilation was held. This patient¿s ejection fraction was 80 percent.